Manufacturer narrative:
It was found during the investigation that this is not a bd product. We are reporting it since we cannot identify or alert the actual manufacturer. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. 2. There is a difference in the mode code of the cover. There is a difference in the mode code of the hub. There is a difference in the mode code of the shield. There is a difference in the printing of the teardrop label. Lot#: 9046880(0009) is not belonged bd suzhou 3 plant. There is a difference in the carton material number. Investigation conclusion: no action at the moment regarding the root cause cannot be concluded as a manufacture issue. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the returned samples were not manufactory by bd suzhou plant 3. Rationale: returned sample not belong to bd suzhou plant 3. No need to open CAPA.

Event description:
It was reported that pen needle 32gx4mm 7 pack label information was illegible. This occurred on 98 occasions before use. The following information was provided by the initial reporter: 1. On 1.6, the customer bought 98 products (7*14 boxes) in the pharmacy store, and customer found that the needle box were not printed the same with those purchased before, the handwriting was blurred, and the feeling under the back of the outer package was different, so he suspected that the products were fake. 2. Now the customer was required to provide a formal written letter of product identification to protect his rights. All products were unopened and the customer wanted that the company could be supplied him a box of 7 needles for identification.